Manufacturer narrative:
Supplemental: when this device is received and analyzed, a supplemental report will be provided. Initial: additional information was requested regarding event resolution. The investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device was replaced and has not been returned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested regarding event resolution. The investigation will be updated should further information be provided.